Event description:
It was reported that an unspecified quantity (also reported as (" approximately eight) vial-mate adapters leaked from the additive port. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred during the unspecified date of on (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 29, 2021 - december 02, 2021. H10: a device was received for evaluation attached to a vial and a solution bag. The remaining devices were not received; therefore a device could not be performed for those samples. The returned device was in the deactivated position. A visual inspection was performed and no defects were observed. Functional testing was performed using an in-lab vial/bag and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.